Event description:
Ambulance personnel were attempting to monitor a pt being transported from one hosp to another. The device initially displayed the appropriate ECG rhythm, then allegedly "blinked" and displayed a flatline momentarily. The pt's rhythm returned and continued to be displayed, however the operator reported observing a ECG leads off message flashing in the lower left corner. The operator could not discern a reason for the message. The reporter stated there were no adverse effects to the pt as a result of the allaged malfunction.